Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has remained incontinent since implant. The physician suspects the original cuff may be too large. Surgical intervention to downsize the cuff is scheduled. There were no additional patient complications reported.

Manufacturer narrative:
Based on the information available, the reported allegations could not be confirmed because the device was not returned. The information reasonably suggests that the incontinence was an unintentional use error due to the measurements at the original procedure.

Manufacturer narrative:
Based on the information available, the reported allegations could not be confirmed because the device was not returned. The information reasonably suggests that the incontinence was an unintentional use error due to the measurements at the original procedure. Updated b2 outcomes attributed to event, b5 describe event, b7 other relevant history, and d6b explant date.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has remained incontinent since implant. The physician suspects the original cuff may be too large. Surgical intervention was performed to downsize the cuff. There were no additional patient complications reported.